Event description:
The patient was admitted to the hospital with chest pain for 3 months, and the physician found a lesion at left main to left anterior descending proximal portion with 95% stenosis. Physician decided to perform a percutaneous coronary transluminal angioplasty procedure, with direct stenting with a cypher select+ 3.00mm x 18mm, but the lesion was too calcified to cross, and heavily angled. The stent came detached from the balloon when physician tried to retrieve the balloon through the guiding catheter. The stent ended up at (ima) internal mammary artery vessel. The physician decided just to leave the stent there and closed the procedure. Patient was safe. The affiliate indicated that "there is no other patient information provided, but the stent dislodgement happened when pulled back into the guiding catheter. Since, the stent was left inside patient, there is no product return."

Manufacturer narrative:
Additional information will be submitted within 30 days. This product is similar to us cypher.